Event description:
The customer alleges that all contacts on the inform base unit are melted and/or discolored. No report of actions taken, injury or adverse event. Return requested and replacement was sent.